Manufacturer narrative:
Abbott field service resolved the issue by replacing the bellows set, which was identified to be the likely cause. A review of the architect serial (B)(4) service history identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for the bellows set identified no issues or trends. A review of architect c4000, c8000 and c16000 tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect erratic result rate was reviewed and is within acceptable limits with no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c16000 analyzer was identified.

Event description:
The account generated falsely depressed sodium results of around 120 mmol/l that repeated around 140 mmol/l on 4 samples processed on the architect c16000 analyzer. An example was provided of ID (B)(6) with sodium of 119.6 mmol/l that repeated on another analyzer of 136.4 mmol/l. The account uses a sodium normal range of 135 to 145 mmol/l. No specific patient information was provided and no impact to patient management was reported.